Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that two or three weeks ago they noticed that they would charge the implanted neurostimulator battery and the battery would deplete really fast. Pa tient stated that two days ago the ins battery lasted less than 24 hours. Patient said that they started getting a lot of unbearable pain last night and they were suffering from it right now. Patient noted that they had just charged the stimulator and when they checked the controller, the ins battery was empty. Patient said that usually the ins battery would last three days. The patient was redirected to their healthcare provider to further address the reported issue. Agent also advised the patient that a message would be sent out to the local manufacturer representatives requesting contact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.